Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A customer reported that during a patient procedure, using a glidescope titanium mac t3 reusable laryngoscope, loose connection to the monitor caused intermittent contact and then completely cut off. No use of a backup device or harm to the patient was reported.

Manufacturer narrative:
A replacement glidescope titanium direct mac t3 reusable laryngoscope was provided to the customer and the reported glidescope titanium direct mac t3 reusable laryngoscope used during the patient procedure was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the returned laryngoscope and was able to confirm the reported intermittent image issue. When connected to known, good, test verathon equipment, the tsr observed intermittent loss of image. Visual inspection did not identify any damage to the laryngoscope. The customer's laryngoscope failed verathon's device functionality testing. Upon completion of verathon's device evaluation, the device was scrapped due to the customer already being provided a replacement and there being no repairs available for this device. Corrective action is not required at this time. Verathon will continue to monitor for trends.